Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Promus element plus clinical study. It was reported that the patient died. In (B)(6) 2013, patient was diagnosed with stable angina along with silent ischemia. Subsequently, coronary angiography and the index procedure were performed. The target lesion was a de novo lesion located in the proximal left anterior descending artery with 90% stenosis and was 20mm long with a reference vessel diameter of 3.00mm. The target lesion was treated with pre-dilatation and placement of a 3.00x24mm promus element¿ plus drug-eluting stent and residual stenosis was 0%. On the following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2017, the patient expired at hospice care. The cause of death was unknown. It was reported that the patient was under hospice care and living at an assisted living facility. It was unknown whether autopsy was performed or not.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that possible stent thrombosis occurred per (B)(4) definitions.